Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Investigation also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that atrial impedance measurements on this pacemaker were high and out of range. The patient had recently undergone magnetic resonance imaging and the caller asked if that could have caused the issue. A technical services consultant discussed it was not likely and that this could be a lead issue. Atrial impedance had been within normal range when in unipolar configuration. The device signal artifact monitoring had detected oversensed noise from the minute ventilation feature. The patient was seen in clinic and is being monitored as the impedance measurements remain normal in unipolar. No adverse patient effects were reported.